Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's right hip "due to mechanical failure [nature unknown] as per the pre-op diagnosis".

Manufacturer narrative:
An event regarding loosening involving a unknown trident liner was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation or evidence of failure against the liner component. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty contributing to secondary stem loosening.